Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient first experienced the battery voltage change in early 2018-dec. While the manufacturer representative involved with the event was ¿unsure¿ of whether the patient considered the ¿intense stimulation¿ to be more of a shocking sensation or overstimulation, it was noted that the ¿intense stimulation¿ was ¿sudden¿ in onset. The voltage changes were not confirmed with patient or physician programmer. Interrogation of the patient¿s system found that some of the electrodes that were being used by the patient were ¿outside of the normal range.¿ the patient was reprogrammed to remove these electrodes from their therapy. Though the cause of the battery voltage changing and the intense stimulation sensation was not determined, no further reports of overstimulation/shocking sensations had been reported as of 2019-jan-24. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) was ¿changing voltage even when the patient programmer was not being used.¿ it was stated the patient was ¿getting intense stimulation due to large changes in voltage.¿ review of ins interrogation records noted the ins had been overdischarged once and was mainly unused and left discharged between (B)(6) 2018 and (B)(6) 2018. No further event information was reported; no further complications were reported or anticipated.